Event description:
On (B)(6) 2011 customer reported a leak at the probe of the dxh 800 instrument. The customer stated that liquid was splattering from the aspiration probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and noticed that the probe wash cup was not moving properly. Fse bleached the probe wash cup and vacuum/waste pathway to the probe waste chamber. Fse removed and rerouted the tubing from the probe wash cup to the quick disconnects, removing any twists folds or stresses that would cause interference with the probe wash cup movement. Fse verified wash cup movement and operation. The repairs were verified per the established procedures.

Manufacturer narrative:
(B)(4).